Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation on 5/13/2019. The analysis has begun but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 7558785 on 5/14/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. During evaluation of the sample a crease was noted on the anterior extending to the posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis and experienced right sided deflation post procedure. As a result, bilateral prosthesis replacement with 550cc mentor smooth round moderate plus profile saline prostheses was performed. The prostheses were filled to 600cc. The patient tolerated the procedure well.